Event description:
It was reported to philips that the trunk ECG cables failed. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
Date received by mfg updated to 09nov2023.